Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the hospital for elective atrial lead revision. Pre-surgery device interrogation and lead testing revealed no atrial capture, no p-wave sending. Fluoroscopy at the beginning of surgery showed that the atrial lead had dislodged. The atrial lead was repositioned. The patient was stable before, during, and after surgery, and the patient will continue to be followed. It was also noted that a fax referral memo from the physician dated (B)(6) 2019 was found in the patient¿s chart, stating: the atrial lead has to be repositioned, no sensing, no atrial capture during follow up on (B)(6) 2019.